Event description:
The customer contact reported that the device did not deliver. At an unspecified time, the device was programmed to deliver gemcitabine 250ml, for a duration of 30 mins, and the delivery was started. No further programming parameter were provided. It was reported that 20 mins after the start button on the device was pressed to start the delivery, the nurse noted the delivery did not start. No audible alarm tone was reported. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.